Event description:
While the physician was advancing the stabilizer in an attempt to deploy the stent across a giant aneurysm in the cavernous segment of internal carotid artery (ica), a ¿pop¿ sound was heard and the stent was unable to be deployed. The physician removed the whole delivery system from the patient and found out that the microdelivery catheter was separated under the strain relief outside of the patient¿s body. The procedure was completed using another of the same type of the device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft had been separated under the strain relief just distal to the hub. The microdelivery catheter inner braided tubing was stretched but still intact. The microdelivery catheter was severely stretched under the strain relief and the distal shaft was compressed at 7.5cm from its distal end. The stent was in the microdelivery catheter. The stabilizer was kinked on its proximal shaft at 41.5cm from its proximal. The stent was conforming to its visual specifications. No other anomalies were noted to the device. The damage found on the device is indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system, most probably due to the reportedly tortuous anatomy. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause the observed kinking, stretching and detachment of the microcatheter outer shaft. As highly tortuous anatomy is considered an anatomical factor, a root cause of operational context has been assigned to this complaint.

Event description:
While the physician was advancing the stabilizer in an attempt to deploy the stent across a giant aneurysm in the cavernous segment of internal carotid artery (ica), a "pop" sound was heard and the stent was unable to be deployed. The physician removed the whole delivery system from the pt and found out that the microdelivery catheter was separated under the strain relief outside of the pt's body. The procedure was completed using another of the same type of the device. There were no reported clinical consequences to the pt.

Manufacturer narrative:
(B) (4). Reported event of device catheter shaft broken.